Manufacturer narrative:
The event of "necrosis" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿skin flap necrosis.¿

Event description:
Healthcare professional reported left side "skin flap necrosis". Device was explanted.